Event description:
---

Manufacturer narrative:
---

Manufacturer narrative:
Once any additional information becomes available, this report will be updated.

Event description:
As of today, the ra lead has not been returned. The last communication from the field indicated that the hospital had possession of the lead and it was not reported if the hospital was going to return the ra lead for analysis. No further information on this ra lead has been provided.

Event description:
Additional information was reported that another follow up was performed and a dislodgement of the ra lead was confirmed. A lead revision was performed and the ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when the patient was seen at a follow up one month post-implant, it was noted that the right atrial (ra) lead was sensing ventricular activity. An atrial threshold test was performed and there was no capture in the atrium. A lead dislodgement is suspected. No adverse patient effects were reported. The device was programmed to vvi and a lead revision will be scheduled for a later date.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.